Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified superficial femoral artery. The absolute pro was being advanced when it was noted that the stent implant had partially deployed. If is unknown if the device had entered the anatomy. The device was removed without resistance. The procedure was completed by implanting another absolute pro. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported premature deployment was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.